Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and slight evidence of blood were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed electrical output or steam. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. The wire connections at both switch terminals were manipulated gently to test the integrity of the solder joint. The input wire that runs from the jaw of the hemopro to the left switch terminal was easily dislodged, there was no solder residue observed on the wire. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed. The root cause is a manufacturing error. Operator defect awareness has been conducted as a corrective action in response to the confirmed failure. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro quit working during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2015 08:50 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro quit working during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.